Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were changing the insulin pump¿s battery when the battery contacts fell of the battery cap. They tried to reattach it back but then the insulin pump would not turn back on and they cannot remove the battery cap off the insulin pump. The customer¿s blood glucose level was 14 mmol/l. Troubleshooting was performed but they were unable to remove the battery cap. The device will be returned for analysis.